Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised due to pain. During the revision, it was noticed that the shell had loosened and there was no bone in-growth.

Manufacturer narrative:
This report will be amended when out investigation is complete.